Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse / misuse of the product.

Event description:
Consumer sent the heating pad to underwriters laboratories w/o any complaint info.